Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The three malfunctions involved a patient with no known impact to the patient. All three patients were reported as females between the ages of 55 and 65. One patient weight was reported as 309 lbs, the remaining two patients' weights were not provided.

Manufacturer narrative:
H10: of the three malfunctions, three lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation; however, medical records were provided for all three malfunctions. Two investigations are confirmed for perforation but inconclusive for tilt. The remaining malfunction is confirmed for perforation, tilt, and material deformation. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model 2220j vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the reported three patients, all three were female aged in the range from 55-65 years and one patient weighs 309 lbs. The remaining two patients' weight were not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, lot number were provided for all three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all three malfunctions. Therefore, for two malfunctions the investigation is confirmed for the reported patient device interaction problem and it is inconclusive for malposition of device and for remaining malfunction the investigation is confirmed for patient device interaction problem and malposition of device, additionally it was determined to have and confirmed for material deformation(a0406). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the three malfunctions, three lot numbers were provided, and lot history reviews were performed. No devices were returned for evaluation. However, one medical record was provided which confirmed for perforation but was inconclusive for tilt. The remaining two malfunctions are inconclusive for the reported perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the device a root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 2220j vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The three malfunctions involved a patient with no known impact to the patient. Of the three malfunctions, one was a (B)(6)year old female weighing (B)(6) lb. The remaining patients¿ age, weight, and gender were not provided.